Event description:
Screw was broken causing construct to loosen. Pt was in pain requiring second sx to explore hardware malfunction.

Manufacturer narrative:
Device history record reviewed. Device was found to be within specification and acceptable.